Manufacturer narrative:
According to available information, no return of product is intended. Boston scientific cannot confirm nor deny the reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed, this implantable cardioverter defibrillator (ICD) device was removed. During a follow up visit, interrogation revealed the device had reached elective replacement indicators (eri). There was concern that the battery had depleted more rapidly than expected. The device was replaced successfully. No adverse patient effects were reported. No return of product is intended.